Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The events of lump/nodule and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was due to rupture and diagnosis of lymphoma alcl. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported "lump rt. Breast - found in capsule with underlying rupture" and "diagnosis alcl." Pathology report noted, "solid tumour within capsule. Cd30+ and alk negative anaplastic t cell lymphoma." Treatment included modality therapy and "chop." The device has been explanted.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.